Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the product. The enclosures were damaged. A foot switch and battery were also included. A functional evaluation was performed. A test battery was utilized. The device passed all functional tests. The customer battery was utilized. The customer battery was completely depleted. The battery was placed on a known good charger for approximately 2 hours. The led on the charger lit green indicating a full charge had been achieved. The battery was still depleted. The customer battery was defective. The reported hydraulic failure was not verified and root cause could not be determined as the failure could not be duplicated upon investigation. Factors that may have contributed to this failure include a defective seal causing a loss of oil over time that would affect the device's ability to maintain pressure. The complaint was confirmed for the defective battery and root cause associated with a component failure. Factors that could have contributed to the reported event include degradation of the electrodes and electrolytes of the battery with repeated use over time. The spider2 was designed such that a depleted battery cannot cause sudden depressurization a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, the hydraulics systems for the "spider 2 tenet" arms were not functioning. The pressurized arm would go limp and not stay in place. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.